Event description:
It was reported that the atrial lead no pacing, no sensing, and no capture. A slight lead dislodgment was suspected. The physician decided to set the device in single chamber fixed rate (vvi) pacing mode. The lead remains in use with more frequent clinical visits to monitor the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.